Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. The device history record of the lot number reported has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. It is necessary to have the physical sample in order to perform a proper investigation to confirm the alleged defect reported and determine a root cause. Customer complaint cannot be confirmed. Root cause is unknown. No corrective actions can be assigned at this time. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges that when starting to use the device, after connecting to the flow meter, the aquapak fell off. No patient impact or consequence was reported.

Event description:
Customer complaint alleges that when starting to use the device, after connecting to the flow meter, the aquapak fell off. No patient impact or consequence was reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and signs of use were observed. It was also found that the nut adaptor did not spin freely. During the setup of the oxygen entrainment test it was observed that the assembly of the nut adaptor and the upper body component was unstable. Even with that condition, the sample was able to be tested on the oxygen entrainment testing but the testing failed. After the testing was finished, the adaptor was carefully disassembled from the upper body and was visually inspected. During the visual inspection it was found there was wear on the internal tabs. Based on the investigation performed, the reported complaint was confirmed. Although the condition was observed on the sample provided, there is not sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process. The wear on the internal tabs of the adaptor was most likely caused by the end user during the connection of the adaptor into the flowmeter that causes an unstable connection issue.